Event description:
On 12/2/94 the aus device was implanted. On 7/2/97 the cuff and balloon were revised. On 7/21/97 info rec'd indicated, "subsequently he developed a hematoma around his pump which required evacuation."